Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that the surgeon felt inaccurate as he navigated closer to the tumor. He felt accurate on the surface of the patient, but less accurate once in the anatomy.  There was no reported delay and no reported impact to patient outcome. The surgeon continued the case using navigation, however, how they were able to proceed with the case. The amount of inaccuracy was also not available.